Manufacturer narrative:
Concomitant medical products: 9529 icm, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring report showed possible undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.